Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.

Event description:
The hinged retractor broke inside the patient. Customer has all three pieces, it was dr. (B)(6) case 3/5. There was medical intervention required, the doctor removed multiple pieces from patient during the surgery, the wire was protruding from the device in the patient's body field, after the event the patient was stable, no reported issues as of (B)(6), the device was removed and replaced with another retractor and the lap sleeve was completed as planned, the facility did not report to the FDA, although asked, nothing further was provided. No medical intervention after surgery. During surgery, delay while removing pieces from patient.

Manufacturer narrative:
(B)(4). Device: lot number: 828917, 829072, 829121, 829231, or 829309. Device manufacturer date: 15, 19, 20, 21, or 22 july, 2010. One (1) d-flex triangular retractor 80mm 5mm was returned for evaluation for the complaint sample. The sample was verified with the inspection of the etching to have a date code and a product number of 89-6110. The sample was returned without the protective sleeve. Initial observations depicted that the sample¿s cable was broken, the beads were separated from the instrument, and the nitinol wire was broken. Also, the shaft was bent downward when observed with the flush port pointing upward. The center wire was still within its channel on the end bead, and removed from the shaft. After initial visual inspection, the sample was functionally checked. The knob rotated around the jack screw with clockwise and counterclockwise force. With the device no longer intact, no other functional checks were performed. Further observation of the broken components showed a frayed cable. Without the beads still intact on the cable, the cable could not be determined exactly where along the beads the cable broke. The nitinol wire was then analyzed. The wire was bent in two areas along the broken section of wire. The area that broke showed a flat area with a heightened point on one side. Based on the evidence within the sample, the failure mode was verified. The components observed that were broken were the cable and the nitinol wire. The sample depicted a most likely root cause of the failure of mechanical overstress. It was most likely based on the description of incident that the nitinol wire was already broken prior to the cable breaking. This leads to the most likely scenario that the wire was overstressed causing a lack of stability with the device. This excess force could be due to extra force to the bead area, shaft area, and/or storing in the closed position. Also, it was confirmed that this sample was over 7 years old and has never been repaired by carefusion (now bd) before. Age and cycles endured by this device could have been a contributing factor to the failure. Bd will continue to trend and monitor this reported issue and defects within this product family.